Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mini vision and rx vision are being filed under separate manufacturing report numbers.

Event description:
It was reported that on (B)(6) 2013, the procedure was to treat a lesion in the posterior descending artery. Two 2.5 x 15 mm mini vision, and a 3.0 x 15 mm vision stents were successfully implanted and post dilatation was performed with an nc trek at 18 atmospheres. On an unspecified date, the patient presented with chest pain. Thrombosis was confirmed. The treatment to remove the clot was unknown. A non-abbott stent was implanted which caused a dissection. The dissection was treated with a 2.0 x 12 mm vision stent. The patient was on angiomax and aspirin prior to the procedure and plavix post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no indication of any product deficiency and the product was not returned. The reported patient effect of thrombosis is listed as an adverse event in the vision instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. Based on the analysis of all the information gathered during the investigation there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.